Event description:
The pt's brother reported that the pt was experiencing sweating and shaking 2-3 days after pump refill which was 3 weeks prior to report. The relative was attempting to set up appointment with hcp. The hcp on record in the MFR's device registration system indicated that the pt had moved to another state and the pump was being filed by another unk hcp. Review of the MFR device resgistration system reveals notification by social security administration that the pt expired. Further follow-up is not possible as hcp is unk.